Manufacturer narrative:
Date of event: unknown. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw is broken off. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the complained part was sent back without any information about the event, like how or when the device broke. It was found that the threaded part of the saw is broken apart. One tooth is rounded and blunt. The broken fragment is badly damaged at the outside, obviously caused with a gripper to remove the fragment from the counterpart. Due to these damages the relevant dimensions cannot be verified anymore. Also the lot number is not readable anymore, which makes a review of the manufacturing documents impossible. It is likely that a mechanical overload during the loosening of the saw caused the breakage, this would explain the heavy damages at the fragment and why the saw is broken at the thread and not at the fragile 0.6mm tip. No final conclusion can be drawn as there was absolutely no information about this occurrence provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.